Manufacturer narrative:
Complaint of overheating was confirmed. Mdu failed for hand piece blade stall error as well as overheating. Cause of errors and overheating is a corroded motor/gearbox. The motor/gearbox was removed from the housing. The gearbox was removed from motor and motor tested good. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. After the evaluation the root cause for the reported issue was determined to be corrosion of the gearbox assembly. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history record was performed which confirmed no inconsistencies. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an ankle procedure, the device was overheating. No reported patient injuries. No other complciations were noted.